Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reaz0732 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reaz0732) have been reported from the same facility.

Event description:
It was reported that a patient said their PICC was allegedly leaking so the nurse decided to change it out for a new one. When the nurse went to pull out the old PICC there was allegedly none of the usual resistance and stretch, it apparently just ¿snapped¿ off. The doctor did a cut down to remove the rest of the PICC. The patient was on ivig that requires d5w flushes post injection and then saline after or crystals can form in PICC. No patient injury reported. This file is for second of two events reported.

Manufacturer narrative:
The 30-day initial medwatch indicated that the sample had been received by the manufacturer and would be evaluated at that time. That information was incorrect; the manufacturer has not received that sample at this time. If the manufacturer does receive the sample another follow-up will be sent. A lot history review (lhr) of reaz0732 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reaz0732) have been reported from the same facility.

Event description:
It was reported that a patient said their PICC was allegedly leaking so the nurse decided to change it out for a new one. When the nurse went to pull out the old PICC there was allegedly none of the usual resistance and stretch, it apparently just ¿snapped¿ off. The doctor did a cut down to remove the rest of the PICC. The patient was on ivig that requires d5w flushes post injection and then saline after or crystals can form in PICC. No patient injury reported. This file is for second of two events reported.